Event description:
When starting an IV and connecting the extension set to the catheter, nursing staff has identified that the extension set is leaking in the middle of the connection. Causing fluid and blood to continue to run out until a new extension set is used. Extension set ref # (B)(4); product code: us 1320; lot # 0061698764; exp: 2024-08-31.